Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he had a low blood reading of 24 mg/dl after he inadvertently took a double dose of bolus. On (B)(6) 2013, the patient passed out, fell, and bumped his leg. When the paramedic arrived, the patient tested at 24 mg/dl. The patient was taken to the hospital where he was treated with IV. He was release from the hospital after his blood glucose was ¿okay.¿ troubleshooting confirmed the patient took too much insulin for his evening meal. There was no malfunction associated with the reported incident. This complaint is being reported because the patient required medical intervention for hypoglycemia after he took too much insulin via the animas pump. Although there was no malfunction associated with the event, the animas pump could not be ruled out as a contributor of the serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.